Manufacturer narrative:
Result: footboard connector installed correctly.

Event description:
It was reported by service report that the footboard scale and bed exit did not work. It is unknown if there was patient involvement or if there are adverse consequences to report.